Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Pump received with partially broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, they were in the emergency room for high blood glucose of 491 mg/dl on (B)(6) 2017. Customer stated she has been having issues keeping her blood glucose under 300 mg/dl since (B)(6) 2017 and believes the insulin pump is not functioning correctly. Customer had changed her infusion set four timer between the timer the issues began with her blood glucose levels and the hospitalization. Customer has been experiencing high blood glucose, nausea, migraines, and lower back pain. Customer was treated with IV and fluids. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed on the insulin pump and it failed the high pressure test. The customer was advised to discontinue use of the device, return to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.